Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead's helix could not be fixed at the myocardium. After several unsuccessful attempts the lead was removed. Tissue was noted within the helx. The helix was flushed and the lead was attempted to be reused unsuccessfully. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.